Event description:
The report stated that 12 hours after a low anterior resection, the patient went into cardiac arrest. The patient was brought back into surgery where it was found that the inferior mesenteric artery (ima) had burst. The last information received indicated that the patient was okay.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. Our clinical staff spoke with the surgeon, but no additional information on the incident was obtained. If any additional information pertinent to the incident is obtained, a follow-up report will be submitted. See attached memorandum for additional information.